Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the lot number indicates a manufacture date over five years ago. Locking joints hold when handle is fully tightened. Part shows significant cosmetic wear due to age and repetitive use. The vertek arm functions normally without issue. No problem found. Vertek arm found fully functional.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not hold it's position properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis. No further issues have been reported.